Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that fourteen years post index procedure a CT revealed that the aneurx stent graft bifurcate had migrated distally with no proximal type I endoleak. There were stent graft fractures observed and there were type iii fabric endoleaks in both of the aneurx limbs. The physician elected to implant a 28 mm endurant ii aortic cuff and relined the left limb with an endurant ii stent graft limb. The physician relined the right limb with two endurant ii stent graft limbs. The procedure was completed and the event was resolved. Per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.